Event description:
Information identified in the manufacture's data base indicated the patient died approximately four months post the implant of the implantable cardiac defibrillator (ICD). Follow up revealed that the cause of death was multi organ failure as a consequence of septic shock. There was no autopsy performed.

Manufacturer narrative:
No additional information has been received thus far regarding why the patient developed septic shock. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.